Event description:
Rptr was burned on stomach, butt and between thighs. Used on medium per instruction. The rptr used the muscle stimulator with the tightening gel as directed for ten-minute sessions on stomach, buttocks and thighs on two consecutive days. They experienced bruising on inner thighs, and itching and inflammation of hair follicles where the tightening gel was applied. The follicles became infected and were treated with neosporin. The instructions indicate to place one squeeze of gel to each pad of the device before applying it to the body area to be exercised. The rptr did not take any of the diet energizer tablets that came in the kit. Rptr is in good health, with no allergies and is taking no medications. Rptr was seen by an md. The ab energizer tightening gel comes in a 2 oz squeeze bottle, and consists of water, sodium (cmc) carboxymethylcarbomer, carboxymethyl 941, peppermint oil, menthol crystals, propylparaben, methylparaben and sodium salt.